Manufacturer narrative:
No blank display noted during testing. Unit passed displacement test, active current measurement test, sleep current measurement test and self test. During visual inspection, electronics stack and force sensor was corroded. Motor had moisture damage. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack on battery compartment. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.